Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. During testing, the handpiece overheated related to failure of the motor, rotor and collet. The handpiece instruction manual informs the user of the following: continually check drill and attachment for overheating. Discontinue use and return equipment for service as necessary. Overheating of the bur may cause thermal necrosis. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the pt or medical personnel. The customer will be contacted with additional information regarding this product.

Event description:
It was reported that the drill was running hot during use in an oral surgical procedure. The customer reported that the heat was felt in the body of the handpiece, and that the bur guard in use did not feel hot. An alternate was used and the procedure was completed with no injury or delay.